Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and is unsure what to do. Customer's blood glucose was 170 mg/dl. Customer was attempting to administer a bolus when the alarm occurred, the numbers kept scrolling. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.